Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, mildly tortuous distal left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2x12mm mini trek balloon. Then, a 2.5x18mm multilink 8 stent delivery system (sds) failed to cross due to the anatomy. A perforation was noted to have been caused by an unspecified guide wire in the proximal lad, so a 2.8x19mm graftmaster sds was used but failed to cross due to the anatomy. A 2.5x20mm non-abbott covered stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.